Manufacturer narrative:
An investigation is in progress for lens tears under (B)(4).

Event description:
An aq2003v model lens became stuck in the cartridge while it was being implanted. The lens would not advance. There was no patient contact or injury.